Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation; therefore, the device history record was not reviewed. Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. Based on the information received, operational context and patient condition most likely contributed to this event. A manufacturing or product deficiency was not identified. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. (B)(4).

Event description:
Through the implant patient registry, a (B)(6) year old female underwent re-do aortic valve replacement due to a re-infection of the prosthetic aortic valve with aortic root abscess. The patient was in complete heart block and septic. Echo demonstrated a large vegetation on the bioprosthetic valve, aortic insufficiency with immobility of the leaflets as well as periaortic abscess that consumed the majority of her annulus. Intraoperatively, there was a large area of abscess with aorto-ventricular discontinuity from the area of the commissure between the left and noncoronary sinus to underneath the area of the right coronary artery. The mitral valve was also totally disconnected from any type of annular connection or structure. Repair was completed with bovine pericardium. A 19mm edwards valve was implanted in the aortic position. The valve seated nicely and did not appear to obstruct the coronary arteries, although prior to closing the root, it appeared that the left main coronary artery would be possibly compromised. Therefore, pericardium was used to reconstruct the aortic root. The surgeon was concerned about the left main coronary artery and the sinotubular junction, which appeared to be somewhat fixed, so he performed a bypass on the anterior descending artery. The patient came off bypass uneventfully. A pacemaker generator was implanted and attached to existing epicardial wires. Postoperative echo demonstrated good function of the left ventricle without any evidence of perivalvular leak and good function of the bioprosthetic valve. The patient was transported to the cvr unit in stable condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".